Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had a e103 error. The issue occurred during preparation for use in a diagnostic procedure. The phenomenon was reproduced when connecting a lamp in another room. The intended procedure was completed by moving to other room, that took a few minutes more. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the information provided from the investigation, the reported event of error code e103 was reproduced. The probably cause was most likely attributed to failure of the power supply unit. A definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.